Event description:
It was reported that grease was coming out of the bottom of the attachment. This was found while the equipment was being cleaned. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer, and an investigation is expected. This report will be updated if the results require.